Event description:
Customer's wife reported customer received a glucose reading of 122 mg/dl from their freestyle freedom meter and unable to take the correct amount of his diabetes medication. Customer's wife reported customer experienced symptoms of lethargy, weakness and "unable to move or respond verbally". Customers wife reported immediately taking customer to capital regional hospital where they obtained a reading of 29 mg/dl with their hcp meter. Customer was being diagnosed with severe hypoglycemia and treated with glucose and monitored overnight. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.